Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the pt obtained intermittent high blood glucose readings during the past one month. During this time period, the pt experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. On (B)(6) 2011, the pt obtained a fasting blood glucose reading of 150 mg/dl, and a post-prandial reading of 278 mg/dl. The pt reported smelling insulin in the cartridge compartment, and some cartridges felt 'loose' during priming. Troubleshooting revealed there were no site issues, the pt's technique was correct and there were no bent cannulas or air bubbles in the system.